Manufacturer narrative:
There is no add'l info at this time. When info becomes available, it will be submitted as required.

Event description:
It was reported that the fluoro on the 9800 system stopped. Bio-med at the site reported they could not duplicate the issue. There was no report of pt injury.